Manufacturer narrative:
The investigation has determined that two non-reproducible, higher than expected troponin I results from a single patient sample were obtained using vitros troponin I es (tropi) reagent on a vitros eci immunodiagnostic system. A definitive assignable cause could not be determined. Vitros tropi es precision testing performed was within acceptable guidelines, suggesting an instrument issue was not likely a contributing factor. Due to insufficient historical quality control results, a performance issue with vitros tropi es reagent lot 1830 cannot be ruled out as a contributing to the event. The customer is processing the samples outside of the sample collection device manufacturer¿s recommendations, therefore, improper pre-analytical sample handling cannot be ruled out as a contributing factor to the event. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
A customer obtained two non-reproducible, higher than expected troponin I results from a single patient sample using vitros troponin I es (tropi) reagent on a vitros eci immunodiagnostic system. Patient result: 6.05 and 6.03 ng/ml vs. 0.022 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected result of 6.05 ng/ml was reported from the laboratory, however, no treatment was given, changed, or withheld based on the reported tropi es result, and there was no allegation of patient harm as a result of the event. This report is number one of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc. (B)(4).